Event description:
It was reported that a device was overdischarged and had unknown battery depletion. The reporter stated that the patient thought the therapy experience was "historically satisfactory," but did not wish to contend with recharging. The patient requested an explant and the device was explanted. It was noted that there were no symptoms associated with the event and the patient suffered no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed a reduced battery capacity due to overdischarge. The ins was received in an overdischarged condition. Telemetry was restored after performing one full physician mode recharge. According to the trace report taken from the ins, there was one overdischarge count. The ins was last recharged while implanted on (B)(6) 2011. The ins battery depleted to the "sleep" mode on (B)(6) 2011 which is also the last day it was used. Analysis of the three leads revealed the following: no significant anomaly. The leads were found to have been cut-through and the product was segmented. Analysis of the extension revealed the following: no anomaly found. Analysis also revealed that the wrong model boot was over the extension/lead junction and that the setscrews were tight and in the correct location on the lead and extension.

Manufacturer narrative:
Product ID, 3888-56 lot# v407722, implanted: 2010 (B)(6), product type lead product ID, 3888-56 lot# v407722, implanted: 2010 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37702 lot# serial# (B)(4), explanted: 2012 (B)(6), product type implantable neurostimulator product ID, 3708220 lot# serial# (B)(4), implanted: 2010 (B)(6). Product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.